Event description:
Patient reported "symptoms were felt after 20 or 30 days more or less" discomfort and physician informed about a massage and wear special orthopedic bra. Patient was also prescribed ferranina injection every 3 days.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The events of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported right side "axillary lymph node growth" and rupture diagnosed via ultrasound. Device remains implanted.